Manufacturer narrative:
B)(4).

Event description:
It was reported that there was an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.